Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting an elective replacement indicator after being implanted for 14 months. The expected longevity based on the reported parameters is 18 months.